Event description:
Pt's mother reports that the pt had slight difficulty with administration of altuviiio because the needles had too small of a lumen and 1 dose did not come out as top was deformed. It is unknown if the pt experienced an adverse event due to the product issue. It is unknown if the pt missed a dose or had an interruption in therapy due to product issue. It is unknown if the defective product is available for return. Defective product lot number and expiration date is unknown. No further info, details, or dates available. Altuviiio dosing and frequency: infuse 3250 units (2925-3575) slow IV push every 7 days and as needed every 48-72 hours for bleeding episodes. Hereditary factor viii deficiency.